Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications.

Event description:
It was reported the physician implanted a gore helex septal occluder to close an atrial septal defect on (B)(6) 2011. The defect was not balloon sized and the poor periprocedural echocardiography made viewing the occluder difficult. On (B)(6) 2011, post procedure echocardiography showed the device to be on the atrial septum. The morning of (B)(6) 2011, the patient went for a jog. That same day, a follow up computed tomography scan showed the helex device to be in the abdominal aorta. On (B)(6) 2011, the device was explanted from the aorta with interventional retrieval forceps. The patient was doing well following the procedure and will be evaluated for device closure at a later date.